Manufacturer narrative:
Although the patient¿s exact weight is unknown, morbid obesity has been noted. Exact dates of screw malfunction and patient fall are unknown. This report is for one (1) unknown 3.5mm locking screw. Without a valid part and lot number, the UDI is not available. The original implant procedure was performed on an unknown date. Per facility, the complainant devices will not be returned for evaluation. Investigation could not be completed and no conclusion could be drawn as no device was returned. Without a lot number, the device history record review could not be requested. Device used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that a patient underwent a hardware removal procedure on (B)(6) 2016 due to the presence of a broken 3.5mm cortical screw and a backed out 3.5mm locking screw. The patient was originally treated for a humerus fracture via a left open reduction internal fixation (orif) procedure on an unknown date. During that initial procedure, the patient was implanted with a 3.5mm locking compression (lcp) 6-hole proximal humerus plate, nine (9) 3.5mm locking screws, and six (6) 3.5mm cortical screws. On an unknown post-operative date, the patient fell and sustained an additional fracture to the surgical neck of the humerus. Upon review of the x-ray imaging, it was confirmed that one (1) of the 3.5mm cortical screws had broken in the head of the plate while one (1) of the 3.5mm locking screws had backed out of the plate. All of the original hardware was successfully removed during the revision procedure in (B)(6). No fragments were left in the patient, who was then revised to dual plating with a 3.5mm lcp 8-hole proximal humerus plate/screw construct and a 3.5mm lcp 6-hole anterior humerus plate construct. In order to accommodate the new implants, an extended incision was made. The procedure was completed with no reports of surgical delay. This report is for one (1) unknown 3.5mm locking screw. This report is 1 of 2 for (B)(4).